Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
This lv lead was capped due to high pacing impedance (greater than 2500) and high pacing threshold. No adverse patient events were reported. Should additional information be received, this file will be updated.

Event description:
This lv lead was capped due to high pacing impedance (greater than 2500) and high pacing threshold. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. On (B)(6) 2025 attempt to explant lead was made. The lead tip broke off and remains in the septum. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.